Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that a decrease in r-wave sensing and no capture were observed. Lead dislodgement was observed. Upon opening the pocket, an infection was observed. The physician believes the infection was the cause for the sensing and capture anomalies. The system was explanted.